Event description:
It was reported the lead displayed a jump in impedance, the impedance was high, there was an increase in the sensing integrity count, non-sustained ventricular tachycardia, and artifact. The lead was capped and replaced. No patient complications have been reported as a result of this event.